Event description:
Report received of the blunt cannula breaking off from its hub. A male adapter plug was connected to the patient's IV catheter access site. The blunt cannula was accessing the male adapter plug to deliver vancomycin. The customer reports that the patient called the nurse into the room stating "I'm bleeding." The nurse was reported to have found the patient with blood on the left arm and bed. It was noted that the blunt cannula had broken from the hub and the patient was bleeding from the cannula still in the cap. The patient experienced 30cc's of blood loss. The clinician reports that they removed the male adapter plug. A new male adapter plug was connected to the patient's catheter. The clinician reports that the "patient sustained no injury and was fine at discharge." There was no report of adverse patient effect. Additional patient information was requested, but no further information was available.